Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted for the endovascular treatment of a 60mm abdominal aortic aneurysm it was reported the patient returned for a follow-up CT 11 days post index procedure where a type ia endoleak was confirmed as a result of wrinkling of the main body bifurcate stent graft . Additional treatment was urgently performed 2 days later. . Although there was no clear leak observed on the imaging, touch up of the wrinkled part of the endurant ii stent graft was performed again, a 32mm x 45mm non-mdt cuff was implanted and the endoleak resolved. The wrinkling gradually stretched and it is possible that the endoleak disappeared during additional treatment. As per the physician the cause of the event was anatomy-related. Per the physician, "the central neck had a difference in caliber diameter, the peripheral portion of the neck was thin, so it may have been wrinkled there". No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
B5; additional information received: it was clarified that the that the diameter of the proximal infrarenal neck had a larger diameter than the distal portion of the infrarenal aortic neck. The infolding was especially observed at the gap between the 4-5 stents. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.